Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure is the wear and tear damage incurred over repeated usage; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
On 9/9/2022, it was reported by a sales representative via sems that an ar-6480 dw arthroscopy fluid management device had an issue. The pump started running fast and then shut off with pressure fault error. Replaced pump tubing with new, primed, new bags, but it happened again. Caused delay in case but no adverse effects. A second pump was brought in and it revved up and then the case workers stopped it and it started working properly. This was discovered during use with no impact to the patient. Additional information has been requested. On 9/16/2022, the sales representative stated the following information via phone: this event occurred during a shoulder arthroscopy procedure towards the end of the case. When the malfunction of the pump was noticed, while trying to troubleshoot the pump, a new pump was brought in to complete the procedure successfully with no impact to the patient. The case was only delayed by 2-3 minutes, and no extravasation or adverse effect occurred.